Event description:
The patient reported that on (B)(6) 2011 she experienced an elevated blood glucose (bg) of 278 mg/dl after eating dinner and administering a bolus. The patient stated that she is new to insulin pump therapy, and noted she may have incorrectly calculated carbohydrates. There were no reported signs or symptoms of hyperglycemia. The reported bg excursion does not meet the definition of a serious injury. Upon troubleshooting, the patient stated that there were "multiple small bubbles in the cartridge". The patient was able to successfully complete a site/set change and purge some air bubbles from the cartridge, and resumed insulin pump therapy. Customer support determined that the air bubbles may have contributed to the reported bg excursion. This complaint is being reported as a malfunction due to the air bubbles in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/17/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump's history showed that the daily insulin delivery total correctly reflected the programmed basal rates. No activity outside of normal use was shown in the pump¿s history. The event date was overwritten in the pump¿s history due to continued use of the pump. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.